Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported when the on button on the therapy controller was pressed, the neurostimulator turned off; then all the lights lit up on the controller. This device was new and the box had just been opened. It was repeated three times. No patient complications were reported.